Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported that while surgeon was carrying out a gamma nailing procedure, the tip of the product bent. Customer reported that it might just be due to wear and tear as it is a consigned product that they have had for about 3 years. No adverse consequences were reported.